Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient slipped and fell down the stairs hitting their right hip and knee and has experienced pain, swelling, and requires pt for rehabilitation and restoration as well as analgesia. The patient has not returned to pre-fall levels. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during initial experience the fall, cause of the fall is unknown. After the fall patient knee was swollen with pain and slight laxity medially & laterally with muscle wastage-ray review found a couple degrees of hypertension and flexion is very good. Slight laxity both medially and laterally but more obvious note is wastage of many muscles. No redness, heat, induration, swelling, or effusion. A definitive root cause cannot be determined. Per package, insert persona the personalized knee system: pain and swelling are known adverse effects of this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item # 42500006202 lot # 62956147; item # 42521400513 lot # 62669127; palacos item # unknown lot # unknown. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00083, 0002648920-2020-00178.

Event description:
It was reported the patient slipped and fell down the stairs hitting their right hip and knee and has experienced pain. The patient has not returned to pre-fall levels. Attempts have been made and no further information has been provided.